Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the garment of the lifevest. The area was described as red and itchy with no open areas. The patient's doctor prescribed an unknown medication to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.